Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings are as follows; there were shredded marks between the distal end and bending section cover, there was leaking and a cut on the bending section cover, the bending section cover glue was cracked and had threads exposed and there was a deep dent on the bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a chipped tip. The issue was observed during reprocessing for an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.